Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator had an air valve liftoff failure (error 1012). There was no patient involvement.